Event description:
It was reported that, on (B)(6) 2014, the patient experienced increased spasticity in the upper and lower extremities. It was noted that there were also increased spasms, but the patient exhibited no signs of withdrawal. Following an unsuccessful attempt to aspirate the access port, the patient was subsequently hospitalized and started on oral baclofen (20mg/every 6 hours), tizanidine (8mg/4 times a day), and diazepam (10mg/every 4 hours). The physician noted that the patient had been doing well in the hospital and the intrathecal baclofen dosage was being decreased by 10-15% daily to prepare for revision of the catheter. During the revision, the physician was still unable to aspirate from the catheter when opening up the pump pocket and disconnecting the catheter from the pump. Additionally, upon disconnecting the catheter at the back connector site, there was no backflow of cerebrospinal fluid from the catheter. The spinal segment of the catheter was then removed and replaced with a new catheter segment. This segment was then reconnected to the existing pump catheter segment. At the time of report, there was no patient injury. The plan was to increase the intrathecal baclofen dosage accordingly. It was noted that x-rays had been performed; however, no results were given. The device system was used to deliver lioresal. One week later, it was reported that the patient had been discharged from the hospital and was doing okay. It was noted that no additional troubleshooting had been completed.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).